Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Z.s.g.m. Cutter 1.5:1 ratio ( caution: sharp ); catalog number: 00-7703-015-00; serial number: (B)(4). (B)(6).

Event description:
It was reported during biomedical engineering test that the skin mesher comb is damaged. There was no procedure delay nor harm/injury to any person involved. No damage to skin graft. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Review of the most recent repair record determined the comb was out of shape. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional information.